Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument and completed the failure analysis investigation. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: there was one cable visibly protruding from the distal end of the instrument. There was no instrument collision with any other instrument or tool during the procedure. No fragment fell inside of the patient¿s anatomy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the wire broke on the mega suturecut needle driver while surgeon suturing. The procedure was completed with no reported injury.